Event description:
Patient experienced 11 vf episodes which was assumed to be noise. The lead was found to be dislodged (twiddler). Physician repositioned & had pacing impedance of >2000 ohms on device.